Event description:
It was reported that during implant the right ventricular lead, right atrial lead, and left ventricular (lv) lead were placed but became dislodged when slitting the lv guide catheter. None of the leads were able to be repositioned, so the physician opted to remove everything and abandon the procedure. A new system was implanted on a later date. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent and stretched.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.